Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient revised to constrained liner for dislocations. Patient had rejuvenate before. Patient also had several dislocation due to infection which resulted in no soft tissue, bone loss and metallosis. Implant removed, antibiotic spacer implanted (B)(6) 2016 verified. Spacer removed (B)(6) 2016 and new devices implanted.

Manufacturer narrative:
An event regarding dislocation, infection and altr involving an unknown trident shell was reported. Dislocation and infection were confirmed following a review by a clinical consultant. Altr was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant indicated: a primary driver for dislocation was infection. Infection in an arthroplasty is accompanied by fluid formation under pressure. This intra-articular pressure ¿pushes¿ the femur away from the pelvis if there are no constraints to this. Under normal conditions, the hip capsule represents one such retaining factor. Early after arthroplasty, the capsule is however very weak, even worse in revision cases where most of the hip capsule is gone. Dislocation becomes then very easy in case of fluid accumulations. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: infection caused intra-articular pressure pushing the femoral head out of the acetabulum further facilitated by hip abductor muscle insufficiency and suboptimal cup position all together causing recurrent dislocation and requiring revision. If further information such as device details, return of device, pathology reports, operative reports, additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient revised to constrained liner for dislocations. Patient had rejuvenate before.patient also had several dislocation due to infection which resulted in no soft tissue, bone loss and metallosis. Implant removed, antibiotic spacer implanted (B)(6) 2016 verified. Spacer removed (B)(6) 2016 and new devices implanted.